Event description:
It was reported that the patient presented in clinic for follow up. The patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. No intervention was performed. The patient will further be monitored. There were no patient consequences.